Manufacturer narrative:
(B)(4). (Revision surgery, lower limb symptom) the device is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with degenerative scoliosis underwent underwent oblique lumbar interbody fusion surgery at l2/3/4/5 on (B)(6) 2016 and posterior lumbar interbody fusion at l5/6 and l6/s as two-stage surgery on (B)(6) 2016. On an unknown date, post-op, the cage inserted at l6/s in plif surgery backed out. Lower limb symptom was observed as cage backed out at l6/s. Patient underwent revision surgery on (B)(6) 2016 in which spacer was explanted and discarded and nerve symptom was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.